Manufacturer narrative:
Device evaluation of batteries sn (B)(4) and (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger won't power on) has been confirmed. Upon investigation the battery charger/modem had no output. The root cause for the charger not having any output could not be positively identified. No adverse events occurred from the damaged charger or battery pack.

Event description:
A us distributor reported that a patient's charger would not power on. Additionally, the patient reported that the batteries would not power on a monitor.